Event description:
It was reported that the patient had "multiple revisions" due to the migration of the internal neurostimulator (ins). No additional information about these revisions was provided. It was also noted that the patient developed "piriformis syndrome" that may have been caused by the ins or the revisions. The compatibility guidelines for therapeutic ultrasound were discussed. The patient outcome was not provided.

Manufacturer narrative:
Product ID, 3889-28 lot# v620583 serial# implanted: 2011 (B)(6), explanted: product type lead product ID, 3889-28 lot# v620583 serial# implanted: 2011 (B)(6), explanted: product type lead product ID, 3037 lot# serial# (B)(4), implanted: explanted: product type programmer, patient. (B)(4).